Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, the patient's anatomy was tortuous. During the egd procedure, the clip did not immediately separate from the catheter and appeared to be stuck in the mini-sheath. After pushing the sheath forward, the physician was able to separate the clip from the catheter. The procedure was completed with this device. There were no patient complications as a result of this event and the patient was reported to be okay post procedure.